Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). A batch review could not be conducted as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm that occurred on the home choice (hc) during the initial drain. The drain volume (dv) = 469 ml and a last fill volume (lfv) = 2000 ml. The hp stated there was a large air gap in the patient line. The technical services representative (tsr) assisted the hp with ending therapy. The hp confirmed to start over with new supplies. No patient injury or medical intervention was reported.